Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had slightly downtrending hemoglobin/hematocrit levels of 8.1/26.7 from a baseline h/h of 13.0/42. There were no signs of outflow graft bleeding. On (B)(6) 2022, the patient had vasoplegia. They were given 8mg of levophed , 4 mg of vasopressin, 2 mg of epinephrine, 5 mg dobutamine, 0.125 mg of milrinone, and inhaled nitric oxide. On (B)(6) 2022, the patient was extubated to a high flow nasal cannula and 20 ppm of inhaled nitric oxide for respiratory failure with hypercapnia. No stridor was noted. A venous doppler sonogram of the left upper extremities found deep vein thrombi: non-occlusive thrombi in the left internal jugular, innominate, and subclavian views; conclusive thrombi in the axillary and brachial veins. Additional information revealed that the patient received a heparin infusion. The patient had swelling in their left arm.

Event description:
Additional information revealed that the patient had a small bowel obstruction and right ventricular failure .

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between the device and the reported events could not be conclusively determined through this evaluation. The patient¿s anemia and venous thromboembolism were ongoing at the time of study completion. Their respiratory failure and vasoplegia resolved without sequelae on (B)(6) 2022 and (B)(6) 2022, respectively. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), (B)(6). No product is available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C lists venous thromboembolism, respiratory failure, and right heart failure that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 "surgical procedures" (under ¿preparing the ventricular apex site¿) instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also states that pump function will be compromised in the presence of inlet obstruction. Section 5 (under ¿implant procedures¿) additionally warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 "patient care and management" (under "anticoagulation") contains information regarding the recommended anticoagulation therapy for patients using the device. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: patient privacy laws prohibit the release of private patient information and patient date of birth should have been removed from the previous report. Manufacturer's investigation conclusion. A direct correlation between the device and the reported events could not be conclusively determined through this evaluation. The patient¿s anemia and venous thromboembolism were ongoing at the time of study completion. Their respiratory failure and vasoplegia resolved without sequelae on (B)(6) 2022 and (B)(6) 2022, respectively. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), (B)(6). No product is available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C lists venous thromboembolism and respiratory failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 "surgical procedures" (under ¿preparing the ventricular apex site¿) instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also states that pump function will be compromised in the presence of inlet obstruction. Section 5 (under ¿implant procedures¿) additionally warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 "patient care and management" (under "anticoagulation") contains information regarding the recommended anticoagulation therapy for patients using the device. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 02may2022. No further information was provided. The manufacturer is closing the file on this event.